Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the order and patient was not crossing over. A technical support specialist (tss) connected to the carefusion coordination engine and verified that there were no stalled message queues for the facility. The tss traced the data flow and confirmed that admission, discharge, and transfer messages and order messages were being received from the source system and successfully sent to the enterprise server. The tss identified that one patient remained in preadmit status due to receiving only transfer messages without the required admission messages to update the status. The tss confirmed that the patient was later discharged and that the system was functioning normally and proceeded with case closure. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server order and patient was not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.